Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user recalled several previous market units of wafers that were off-centered. He reported that he had been using these wafers for the past 9 months, and a few months ago began having pain around the stoma site. He also had many issues of leakage during the past few months. He did not see any visible injury to the skin or stoma. Reportedly, his wear time was 3 days. No photo is available at this time.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092, manufacturing site: 9618003.

Event description:
Additional information received was received and the end user reports that his stoma has become oval and is now flatter than it was previously. He reports that it is flush to "inverted" at times.